Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Customer alleges he was going down a slope when he turned and fell over.